Event description:
After pumping the balloon with over 1100 psi of helium, the balloon under fluroscopy was not inflating at the proximal end. (Event complications: none from the event - reported 11/20/96). (Pt's current status: unk - rpt'd 11/20/96).